Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, and did not require third-party assistance. Reportedly, the customer failed to properly cycle the cartridge, and was reusing insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use, and not to remove or add insulin from a filled cartridge after loading onto the pump. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.